Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 400 and 500 mg/dl. Customer's current blood glucose level was unknown mg/dl. Customer stated that he was not familiar with inserting the mio infusion sets and had difficulty learning how to insert them. He believed that his blood glucose elevated because he was not able to insert the mio sets correctly. It was unknown that customer was using insulin pump or not within 48 hours of high blood glucose incident. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.